Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the device was contaminated. A 4.00x8mm promus element plus drug-eluting stent was selected for use. However, during preparation, it was noted that the device was leaking and was contaminated. The procedure was completed with another of the same device. There were no patient involvement. It was further reported that the when the device was unpacked, a pinhole was noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 4.00x8mm stent delivery system was returned for analysis without the packaging and with the pig tail mandrel still attached to the device. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The balloon was inflated to rated burst pressure without issue and maintained pressure for 30 seconds, before it was deflated. The stent expanded without issue and the balloon deflated successfully in 6 seconds which is within deflation time specification. Deflation time was measured using a timer. The inflation device was verified before and after use. A recommended 0.014 inch guidewire was introduced into the device to facilitate the functional testing. No issues were identified during the product analysis.

Event description:
It was reported that the device was contaminated. A 4.00x8mm promus element plus drug-eluting stent was selected for use. However, during preparation, it was noted that the device was leaking and was contaminated. The procedure was completed with another of the same device. There was no patient involvement. It was further reported that when the device was unpacked, a pinhole was noted.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the device was contaminated. A 4.00x8mm promus element plus drug-eluting stent was selected for use. However, during preparation, it was noted that the device was leaking and was contaminated. The procedure was completed with another of the same device. There were no patient involvement.